Manufacturer narrative:
Legal manufacturer: hcs tianjin - no.266 jingsan road, tianjin airport economic area china tianjin, 300308. A 2, 4, 5, 6: no additional patient information has been provided to ge healthcare (gehc). D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that during a service event for a mr system helium fill, an individual brought a ferrous helium tank on a cart into the magnet room when it became attracted and attached to the magnet. The individual was caught between the ferrous object(s) and the mr system resulting in the severing of their right first digit, for which they underwent surgery. They also sustained a left arm fracture and an unspecified injury to the ribs.

Event description:
The individual was caught between the ferrous object(s) and the mr system resulting in a laceration of their right first digit and a left arm fracture, which both required surgical intervention. They also sustained bruised ribs.

Manufacturer narrative:
B4, 5; g1, 3, 6; h2, 3, 6. B5: correction to second and third sentence. H3: ge healthcare (gehc) has completed its investigation into the incident. The root cause was identified as a lapse in attentiveness during a helium fill service. This allowed a third-party vendor employee to enter the magnet room with a ferrous cylinder and cart after misinterpreting the fse's instructions. Gehc's mr and pet/mr systems service safety manual, along with the 1.5t r series magnet & cryogen service manual, provide the appropriate procedures for equipment handling and safety. Based on the investigation findings, no further actions are planned by gehc.